Event description:
Information received from the field notes that the device exhibited intermittent loss of ventricular sensing and cap- ture with unipolar and bipolar lead impedance of >1990 ohms. The pocket was reopened to tighten down the setscrew of the pulse generator. Normal function ensued. Later, the patient developed an infection and subsequently, the system was removed.